Manufacturer narrative:
The reported failure of trilogy evo ventilator printed circuit board assembly causing a ventilator inoperative condition is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for evaluation of a reported ventilator service required alarm that initially alarmed on 18 april 2026 at approximately 18:00 and then alarmed every hour thereafter. There was harm or injury reported. On device evaluation, the reported issue was not duplicated. Review of the device error log revealed ventilator service required alarm code e-59 indicating a "battery not charging" fault. The system printed circuit board assembly required replacement to address this issue. Additional findings not related to the malfunction/issue: the detachable battery required replacement.